Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Device retained by attorney.

Event description:
Patient's legal counsel reported that the patient had a right hip arthroplasty and approximately 6 years post-implantation was revised due to alleged local adverse tissue effects from metal on metal. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted the presence of clear fluid and tan-gray tissue in pseudocapsule lining. The femoral head and taper adapter were removed and replaced and an active articulation liner and ceramic femoral head were implanted.